Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, PICC was called to trouble shoot PICC line. Bedside rn was having a difficult instilling the tpa, so an x-ray of the chest and the arm was ordered. The x-ray of the arm showed a kink in the line and that was the reason why the bedside rn could not instill the tpa. PICC rn placed a stiletto and an accucath in her right upper extremity. I spoke with np, and told her that if central access is needed, we could place a PICC line on the left side for her. PICC was placed in right upper basilic on (B)(6) 2023 and removed on (B)(6) 2023. Catheter was 49 cm long and 2cm of the catheter was left external. Kink occurred at ~5 cm mark. No power injection scans were performed on this patient. Needed to replace line with piv x2, extra unnecessary pokes and pain. Staff attempted tpa x2 on (B)(6) 2023 @ 0340 and 1230, unnecessary medications given. Patient anxiety and worry regarding something happening again to new line." Additional information received 5/23/2023: catheter placed in right upper basilic vein. Catheter trimmed to 42cm and 2cm left external to the patient. Patient expired on 4/8/2023, it was stated the cause was unrelated to the device event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC was called to trouble shoot PICC line. Bedside rn was having a difficult instilling the tpa, so an x-ray of the chest and the arm was ordered. The x-ray of the arm showed a kink in the line and that was the reason why the bedside rn could not instill the tpa. PICC rn placed a stiletto and an accucath in her right upper extremity. I spoke with np, and told her that if central access is needed, we could place a PICC line on the left side for her. PICC was placed in right upper basilic on (B)(6) 2023 and removed on (B)(6) 2023. Catheter was 49 cm long and 2cm of the catheter was left external. Kink occurred at ~5 cm mark. No power injection scans were performed on this patient. Needed to replace line with piv x2, extra unnecessary pokes and pain. Staff attempted tpa x2 on (B)(6) 2023 at 0340 and 1230, unnecessary medications given. Patient anxiety and worry regarding something happening again to new line.".